Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced low blood glucose. Blood glucose value was 47 mg/dl which she treated with food and soda. Blood glucose went up to 98 mg/dl. She also reported that the adhesive from the site patch is sticking to the serter. The customer stated that the insertion goes slow and sometimes it hurts. Customer was advised to clean the serter with alcohol. Blood glucose value was 98 mg/dl. The customer also mentioned that her blood glucose runs high if she doesn't change the infusion set and reservoir every three days. The customer declined troubleshooting for low and high blood glucose. She stated that the doctor is supposed to make changes to her basal rate settings. The insulin pump was not replaced.